Event description:
Meter was prompting the error 2 message. In 2004 at 1:30 am the meter had prompted the error 2 message, while the pt had been feeling bad and in hypoglycemic state. Pt's relative had rushed to the hospital to obtain a new meter. The pt was tested on the borrowed hospital meter and a result of 40 mg/dl was obtained at 2:00 am. The pt was administered sugar and felt better shortly thereafter. A retest performed using the pt's test strips and the hospital meter prompted the error 2 message. The following morning the pt was tested with pt's meter, a new vial of strips, and a result of 133 mg/dl was obtained. The technical service rep walked the pt's relative through a retest using the reported lot of strips and the meter prompted the error 2 message. The pt neither alleged harm nor experienced injury or medical intervention due to the meter.